Event description:
A malfunction was reported on the customer's pump with no notable events preceding the issue. There was no adverse impact on the customer's blood glucose level. The technical support team arranged for a replacement pump to be sent, advising the customer to use multiple daily injections as a backup until the new pump arrives. The customer was informed about returning the malfunctioning pump within ten days using a provided return box and pre-paid label to avoid charges. They were also briefed on programming their settings and connecting their continuous glucose monitor to the new pump, with the updated software, upon receipt.